Event description:
Nurse reported two pts experienced toxic anterior segment syndrome (tass). One pt was reported to have a mild case of tass which resolved. No secondary procedure reported for this event. It was reported that this product is sometimes used and it is not known if it was used during these pt's procedures. The nurse is currently reviewing all possible contributing factors to tass at their facility and is not blaming any product at this time. It was reported that they add epinephrine to their sterile irrigating solution. Add'l info has been requested but not received. This is the first of two reports being filed for this reporter. See MDR file# 3002037047-2006-00013 for the second case.

Manufacturer narrative:
H3., h6: the complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to mfg documentation.